Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber loss effectiveness and the tip was broken. A second fiber was used and it too had loss effectiveness and the tip was broken. The procedure was completed with a third fiber with no clinical consequences to the patient.